Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter email: (B)(6). Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper pulled out of a bd tube sst plh 13x100 5.0 plbl gold br during transport. Patient impact was not reported. The following information was provided by the initial reporter: all tubes are opening very easily in transport, normal handling after collection and in centrifuges. This problem is generating a high number of recollections per bumpy sample. Customer info: batch number is 0111083. There was a loss of the sample, generating many collections and delays in the results. There were not exposure, the samples that were transported were inside plastic bags and the tubes that were uncapped in the centrifuges did not cause damage to any employee. It is used bd holder in the collect. Rarely they do open collect, they always prioritize vacuum collection. Centrifugation: 10 min 3500 rpm - the centrifuge is balanced and it is used properly buckets. The sample was lost due to the stopper pop off and the tubes discarded.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd is reviewing specific areas in the manufacturing process relating to this issue. The investigation is still on-going and improvements will be made as the potential causes are identified. See h.10.

Event description:
It was reported that the stopper pulled out of a bd tube sst plh 13x100 5.0 plbl gold br during transport. Patient impact was not reported. The following information was provided by the initial reporter: all tubes are opening very easily in transport, normal handling after collection and in centrifuges. This problem is generating a high number of recollections per bumpy sample. Customer info: batch number is 0111083. There was a loss of the sample, generating many collections and delays in the results. There were not exposure, the samples that were transported were inside plastic bags and the tubes that were uncapped in the centrifuges did not cause damage to any employee. It is used bd holder in the collect. Rarely they do open collect, they always prioritize vacuum collection. Centrifugation: 10 min 3500 rpm - the centrifuge is balanced and it is used properly buckets. The sample was lost due to the stopper pop off and the tubes discarded.